Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in clinic for device change-out due to normal eri, rv lead noise was observed. Noise was reproduced during further testing. The lead was capped and replaced. The patient is currently stable.